Manufacturer narrative:
According to the report from tga it was confirmed that the event was due to the pressure limiting valve (plv) was in opened position when the patient needed high ventilation pressure, whereby the plv needs to be in closed position. The reported event is related to user interaction and clinical decision-making rather than a malfunction of the device. Effective use of the device requires active management of the plv, including overriding the valve when needed and reopening it to mitigate risks such as barotrauma. The device performed as intended and according to requirements. In the spur ii product IFU(492 2300 40 - v13 - 2025/04) it states "do not override the pressure-limiting valve unless a medical assessment indicates the necessity. High ventilation pressures may cause barotrauma.". The plv design requirement for spur ii was originally established with reference to iso 10651-4:2009, which specifies a maximum airway pressure of 45 cmh2o for devices intended for patients <10 kg. To ensure consistent compliance with this requirement under all conditions, including manufacturing tolerances and variability, the plv opening pressure was set to 40 cmh2o. This reflects a deliberate design safety margin aligned with risk management principles, ensuring that the maximum allowable pressure is not exceeded in worst-case scenarios while maintaining clinically adequate ventilation performance.

Event description:
During out-of-hospital resuscitation of a patient in cardiac arrest, effective ventilation was not delivered using a bag-valve-mask device, resulting in a prolonged period of hypoxia. Subsequent investigation identified the pressure override valve as being in the open position, there preventing delivery of positive-pressure ventilation under conditions of elevated airway pressure. Closure of the valve resulted in immediate restoration of ventilation and return of spontaneous circulation (rosc). Ambulance victoria has previously identified similar incidents involving this device and has submitted multiple notifications to the therapeutic goods administration (tga) concerning failure to ventilate during resuscitation associated with the pressure override valve position. Additional event description: the patient was a 62-year-old female who presented to ambulance services with severe asthma. On initial assessment, the patient was conscious but in critical respiratory distress. Standard pre-hospital management was initiated, including nebulised therapy and intramuscular medications. Despite treatment, the patient deteriorated into cardiac arrest. Cardiopulmonary resuscitation (CPR) was commenced promptly. Manual ventilation was attempted using a bag-valve-mask device; however, effective ventilation could not be achieved despite equipment troubleshooting and subsequent insertion of a supraglottic airway. Retrospective analysis of physiological monitoring demonstrated an absence of end-tidal carbondioxide (etco2) tracing, indicating lack of alveolar ventilation for a duration exceeding ten minutes. Following arrival of additional crews, the airway was advanced to endotracheal intubation. The bvm pressure override valve was identified in the open position. The valve was closed, resulting in immediate appearance of an etco2 waveform with values exceeding 60 mmhg. Rosc occurred immediately thereafter and was sustained during transport to hospital. The patient was admitted to the intensive care unit, where she subsequently died due to hypoxic brain injury. The event was not reported to ambu by the customer/user. Ambu were notified by the authorities, tga.